Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted into the right subclavian artery in a 42-year-old male patient presenting in an out-of-hospital cardiac arrest with cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), scai stage e shock, and was on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support prior to initiation of support. The impella was inserted as an escalation of therapy from an impella cp. The patient was taken to the operating room (or) on venous-arterial (va) ECMO, and the impella cp. The patient was given heparin, brilinta, and bivalirudin during the procedure. The impella cp was removed without complications, and the impella 5.5 was inserted. It was noted that the surgical pocket of the impella 5.5 was bleeding despite using multiple surgical glue and clotting materials. Estimated blood loss (ebl) was 2 liters. The patient received 5 units packed red blood cells (prbcs), 2 unit of platelets, and 1 unit of fresh frozen plasma (ffp). Platelet level was around 30,000. The physician attributed the bleeding to the patient's extensive anticoagulation. Factor 7 was given. The activated clotting time (act) was 110 at the time of the bleed. It was noted that the hematoma associated with the area distal lateral to the impella site resolved with manual pressure, on the same day that the event occurred. The post-procedure outcome is unknown. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. The presence of multiple invasive cannulation sites also increases bleeding risk. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
D1 brand name was revised. The investigation was completed. Investigation summary: asae / major bleed: the cause of the access site adverse event was patient related, as the access-site bleeding was attributed to the patient¿s underlying coagulopathy and extensive anticoagulation.